Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal left circumflex artery with moderate calcification, moderate tortuosity and 99% stenosis. The 3.0x15 mm trek balloon dilatation catheter (bdc) was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. There was no resistance when protective sheath was removed. The 3.0x15 mm trek bdc was used for pre-dilatation, but the balloon ruptured during the first inflation at 7 atmospheres. A cutting balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.